Event description:
It was reported that this inflatable penile prosthesis was not cycling due to fluid loss. The patient underwent surgery to replace the device. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.